Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within 10 minutes, she obtained blood glucose readings of 183 mg/dl on the contour next ez meter and 92 mg/dl on a non-ascensia meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. The customer discarded the bottle of test strips as she ran out of the test strips. Since the strip information was not provided, this report will be submitted under the meter information.